Event description:
A home health nurse reported their pt was hospitalized with high blood sugar. The home nurse's one touch basic meter would only prompt "not enough blood" message. There was no result on their meter. The result o the other meter was 570mg/dl. The lab result was 580mg/dl. No comparisons made. Treatment at home and in the hospital was insulin. No further info has been reported.